Manufacturer narrative:
The customer's complaint of a leak at the lower fitment of the safety clamp could not be confirmed because the product was not returned for failure investigation. Requested patient demographics however not provided by the customer. The root cause of this failure was not identified.

Event description:
The customer reported that the set leaked at the lower fitment near the safety clamp when infusing an unspecified chemotherapy infusion. There was no report of patient harm due to the event. The event occurred in the hematology and oncology unit .